Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific's medical records received information on (B)(6) 2018 from a patient information verification form that this patient died on (B)(6) 2018 following a cardiac arrest which occurred on (B)(6) 2017. According to the family member, the patient's implantable defibrillator unit "did not engage". The local representative was contacted who was unable to provide additional information concerning the death of this patient.